Event description:
It was reported that during pump replacement, the catheter was aspirated but, the pump was not primed on the back table. The priming volume included the catheter volume and the pump tubing volume. The duration of the priming bolus was programmed to deliver over 25 hours rather than 25 minutes. Two and a half hours had elapsed since the priming bolus was started. No patient symptoms were reported. The hcp planned to reprogram the pump.

Manufacturer narrative:
.